Event description:
Reporter indicated that the site's dell handheld computer screen became frozen after interrogation. Troubleshooting was done to resolve the problem. A new handheld has been provided to the site. Non working handheld was obtained by manufacturer for product analysis; however, that analysis is not yet complete.